Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation corrected information: h6 ¿ health effect impact code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. The device was not returned to olympus for inspection and the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the following led to the malfunction: communication error was due to poor contact because proper operation of the device was confirmed once connection socket was replaced with another one. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source displayed the error code b30 (communication error) when connecting to endoscopes. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.